Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalyst system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore amo has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported while laser was firing the system experienced suction loss. It was reported that no treatments were delayed or cancelled.

Manufacturer narrative:
Correction: field service specialist visited the account and confirmed that system gave error 02-006 which alerts the user of the chance of having a suction loss. There was not a physical suction loss. Therefore, this is no longer a reportable event.